Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they fell, have been sick and have had 3 surgeries in the last year. Patient said the ins feels dented in where they fell. Patient said when they saw the dr, the dr had someone from mdt call them but during that had surgery then needed 2 more surgeries. Patient also said they can't connected to the ins. Patient said it feels like it is creased down the center of the ins. Patient said the device quit working after the fall. Patient has an appointment w/ the hcp in march. Patient is having another surgery in march. Patient has had covid twice. Patient's response to the event date questions was it has "been a little bit". Patient had a surgery that was a step below a gastric bypass. Patient said 2 weeks later they went back in because the patient had hernias in their stomach. A month later they went in again because the patient busted open one of the repairs at the top of the stomach. Patient said they have something in their ear. Patient said it is a ball. Patient went to a different dr who said there is a hole in the patient's ear drum. Patient said the ear thing has been going on for 2 years. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.